Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 256mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.